Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were tubing filter leaks, primarily from the vent of the filter. The leaks were generally seen at the end of a night shift or next day shift after hanging a new tpn bag. The nurses were priming the tubing properly and change their tpn filters every 24 hours. There was no patient harm.

Manufacturer narrative:
The customer complaint of tubing leaks at the filter vent could not be confirmed due to the product not being returned for failure investigation. A photo of a micron filter with two arrows pointing at the filter vents where it appears the leak occurred was provided by the customer. No leaks were observed per photo received. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that there were tubing filter leaks, primarily from the vent of the filter. The leaks were generally seen at the end of a night shift or next day shift after hanging a new tpn bag. The nurses were priming the tubing properly and change their tpn filters every 24 hours. There was no patient harm. Although requested, no further information was received from the customer.